Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, the reload was placed on tissue and simply would not fire. The surgeon able to pressed the green button, however, he was not able to squeezed the handle. Another reload was applied and it worked. There was no patient injury.